Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-sep-2022 to 12- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were not operating in profile mode. A technical support specialist verified that the hospital information technology team altered the name of the pyxis active directory folder, resulting in a disconnection and guided to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system, the critical override mode did not function during last week¿s server outage. The customer stated that the user was unable to access medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis medstation es system the critical override mode did not function during last week's server outage. Customer stated that the client was unable to access medication on the stations since there was an issue with the enterprise server. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the stations were not operating in profile mode. Hospital information technology altered the name of the pyxis active directory folder, resulting in a disconnection. The issue has been resolved. The system functioned as intended.